Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and the lead screw rotated but the insulin did not exit. It was reported that the reservoir has been in the pump for about five days. Two days later, the nurse called back and stated that the act button does not respond. Customer was not able to run any test as customer was having a hard time trying to activate the button to respond.